Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center. The cause of the observed failure was determined to be a shorted diode, designator cr44. The shorted diode cr44 caused electrical damage to diodes cr43 and cr30 and caused the pcb assembly to not have the ability to deliver defibrillation therapy.

Event description:
The customer reported that the device had its service indicator illuminated and had logged multiple event codes. After an evaluation of the device, it was observed that there was electrical damage to the therapy pcb assembly which would not allow the device to deliver appropriate defibrillation energy. There was no patient use associated.